Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain and rupture. Concomitant products: 375cc mentor memorygel breast implant (catalog number 3503751bc, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 375cc mentor memorygel breast implant and experienced postoperative left-sided pain and soreness. The patient visited a physician on (B)(6) 2019 and was diagnosed with a left-sided device rupture. As a result, the patient's impacted device was explanted on (B)(6)2019 and replaced by an unspecified device.

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer's reference number: (B)(4).